Event description:
Information received indicates the right siderail could not be latched.

Manufacturer narrative:
The technician found the siderail latch was bent which prevented the siderail from latching. The technician replaced the siderail latch to repair the stretcher.